Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 71 mg/dl at the time of the event. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The time on the insulin pump was off by one hour because the customer did not adjust it for daylight savings time, so the customer was assisted with correcting it. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.